Manufacturer narrative:
This report was inadvertently submitted under manufacturer report number 3006524618, correct manufacturer report number is (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a quad st acl reconstruction surgery, the loop of the ultrabutton tib medium adjustable fixation did not reduce on the first attempt with the device, the surgeon experienced extreme stiffness, making it difficult to move, resulting in the button tearing off the graft, which compromised the ultrabutton quad adjustable fixation femoral attachment, it was unable to be used on the remaining graft. On the second attempt, with the second ultrabutton tib medium adjustable fixation, the tibial button was tested outside the knee joint, but it would not reduce despite full-force pulling, different angles, and multiple reduction attempts. When a third device was opened, a large ultrabutton tib adjustable fixation device, it was found that the blue suture went through the reducing sutures, therefore, the surgeon removed and added their own suture to be able to reduce that one. The procedure was completed using a quad button and tib button large backup devices. The surgery took 6 and a half hours, therefore, there was a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the ultrabutton quad, bb and tib adjustable fixation devices instructions for use details the training requirements, prep & steps to facilitate fixation along w/warnings, & precautions including to inspect the device to ensure it is not damaged prior to use. An user technique/procedural variance cannot be ruled out as a possible contributing factor to the reported events. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.